Event description:
The facility's technician reported an infusion pump with an 814:01 failure code. The hospital reprsentative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.